Event description:
A trapezoid rx lithotripter compatible basket was used during a stone removal procedure (patient age, gender and weight unknown) in 2007. According to the complainant, "the dormia [retrieval basket] broke due to user error." The procedure was completed with a second trapezoid rx lithotripter compatible basket. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has been retained. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted.